Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy the clip was unformed. Another device was used to complete the case. There were no adverse consequences to the pt.